Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a load sequence, followed by fill tubing and fill cannula were noted in the pump history. The contact alleged that the pump initiated the load sequence, without user interaction. Review of the pump history indicated that the pump was unlocked, an alert was cleared by the user, then the load sequence was initiated via user interaction. However, contact did not acknowledge the pump data review and maintained that pump had initiated load sequence. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.